Event description:
Received phone call from primary nurse indicating that patients family member was downstairs with patient. Patient in wheelchair on vent. As per family member, vent led display started flashing vent reset. No audible alarms were heard by parent. Patient was ventilated via ambu bag. Upon entering the elevator to go upstairs the ventilator alarmed and began normal operations.